Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. The patient was treated with an IV (intravenous) drip. The patient reports they also have the flu. The patient was released in 4-5 days. The pod was removed at home prior to hospitalization and found to be leaking.